Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; incidence and risk factors for retrograde type a dissection and stent graft-induced new entry after thoracic endovascular aortic repair ma et al, journal of vascular surgery volume 67, number 4 published online: october 30, 2017. Https://doi.org/10.1016/j.jvs.2017.08.070. Exact date of event unknown. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent graft systems were implanted during the endovascular treatment of thoracic stanford type b aortic dissections (tbad) on an unknown dates. The following adverse events were observed: type iiib endoleak, stent graft induced new entry(sine). The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.